Event description:
The customer reported a failure to acquire all ECG leads; issues with limb leads. There was no negative patient impact.

Manufacturer narrative:
(B)(4). The customer reported a failure to acquire all ECG leads: issues with limb leads. There was no negative patient impact. The customer evaluated the device and isolated the issue to the measurement module. The customer replaced the measurement module to resolve the issue and the device was returned to service.